Manufacturer narrative:
.

Manufacturer narrative:
The used combination of implant components is not released for use. Compared to ball head systems supplied by smith & nephew the higher offset of the used metal sleeve raises the resulting forces acting on the implants which could exceed the stresses for which the system is designed, tested and released.

Event description:
It was reported that a revision surgery was performed due to stem breakage.